Event description:
It was reported that the healthcare provider wrongly selected a concentration for the new third drug and tried to change it after they had programmed a bridge bolus. The bridge bolus duration changed after she updated the units for the third drug. Hcp tried to stop bridge bolus that was in progress, however per programming the bolus screen continued to show a bolus in progress. Drug delivered via the pump were lioresal 500 mcg/ml at a daily dose of 199.97 mcg and bupivacaine 9.3mg/ml; the new third drug being added was clonidine 75mg/ml.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: 2008-(B)(6), explanted: unk. Programmermodel 8840, serial# unk.